Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the patient experienced supraventricular tachycardia that was diagnosed incorrectly causing inappropriate shock. The inappropriate shock induced ventricular tachycardia, which was not converted by the implantable cardioverter defibrillator. The patient's arrhythmia slowed down on its own. Intervention was not performed. The patient was in stable condition afterwards.